Event description:
The patient reported feeling a "clunking" at about 1 a.m. But that "they call it hiccoughs." Adjustments were made but the feeling has come back and grown in intensity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead, implanted: (B)(6) 2012; 407652 lead, implanted: (B)(6) 2012. (B)(4).